Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room on (B)(6) 2017 for a scheduled lead revision due to noise previously noted on the lead. Loss of capture, oversensing and fracture was also noted. Upon opening the pocket the physician noted that the atrial lead insulation appeared "stripped" where the conductor was more exposed than it was covered by insulation. It was believed that during implant the suture may have been directly over the lead rather than the suture sleeve. The stylet would not go through the lead body. The lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
A partial lead was returned in two segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.